Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible results for several patient samples tested on a cobas 8000 c 502 module. The customer provided examples of two patient samples with discrepant glucose hk gen. 3 results and one patient sample with discrepant aspartate amino transferase (ast) results. The first sample initially resulted in an ast value of 79 u/l and on (B)(6) 2025, it repeated as 25 u/l. The second sample initially resulted in a glucose value of 150 u/l and on (B)(6) 2025, it repeated as 90 mg/dl. The third sample initially resulted in a glucose value of 100 mg/dl on (B)(6) 2025 and it repeated as 165 mg/dl.

Manufacturer narrative:
The glucose reagent lot number is 849768 and the ast lot number is 828236. The reagent expiration dates were requested, but not provided. The field service engineer exchanged all valves for the sample and reagent probes. The system was running back within specifications after this action. The investigation determined the service actions resolved the issue.